Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.addendum per additional information provided: (B)(6) 2016- patient was diagnosed with incarcerated epigastric hernia and umbilical hernia thereby underwent laparoscopic repair with implant of ventralex mesh. Per op notes, ¿the palpable hernia area was approached. The large incarcerated material in the hernia defect was reduced. A small umbilical hernia was identified. A ventralex mesh was placed over the defect and was secured with staples.¿ (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent robotic assisted repair. Per op notes, ¿the omental adhesions into the pelvis were taken down. The previously placed mesh was slipped away from its position hence the hernia defect was obliterated by re-suturing the mesh to the abdominal wall and was secured with sutures.¿ (B)(6) 2020 - patient was diagnosed with ventral recurrent incarcerated incisional hernia thereby underwent robotic assisted repair with excision of ventralex mesh and implant of biological mesh. Per op notes, ¿the adhesions were noted to the anterior abdominal wall were taken down. The old mesh was identified. The inferior edge of the mesh was dislodged and displaced off the abdominal wall. The old mesh (ventralex mesh) was removed. A biological mesh was placed on the defect and secured with sutures to the intraabdominal wall.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the sex and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b6, b7, d3, d4 (product lot no., product catalog no., expiry date, UDI no), d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11.corrected field: a3 (sex), g4 (PMA/510(k)).note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.